Event description:
It was reported that, a file separated in the canal during a procedure. The pt is scheduled for follow-up treatment, though outcome of the event is not known as of this report.

Manufacturer narrative:
The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Further info pertaining to outcome of this event will be reported if it becomes available.